Event description:
Sq remodulin ms3 pt reports that their pump gave continuous alarm and message on screen only said service needed. Pt reports they removed battery and tried to restart pump and got same alarm and error. Pt switched to their back up pump. Pt reports that on (B)(6) 2024 they started to feel unwell (no details available), checked the pump and noticed that it had stopped infusion, but pump did not alarm. Pt is unsure how long they were without remodulin. Pt reports they restarted their infusion with the second pump and is infusing now, but they do check the pump every hour or so to make sure it is infusing correctly. Pharmacy will replace both malfunctioning pumps. Pharmacy troubleshooting was attempted, but unable to resolve. Serial numbers of malfunctioning pumps: (B)(6); maintenance due dates unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; is the actual product available for investigation? Yes; did pharmacy replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. No add'l info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Pump return tracking info not available. Photographs were not provided. Reported to (B)(6) by pt/caregiver. Ref report: mw5158376.